Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and some of the buttons were not working. The customer's blood glucose was 130 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.